Manufacturer narrative:
Apoc incident #: (B)(4). Date of this report correction: from 18-july-2018 to 18-dec-2018.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 12/17/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Previous retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot g17147.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On 10/26/2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.28 on a patient. There was no patient information at the time of this report. Return product is expired and not available for investigation. (B)(6). Collection and test times were not provided. Positive cut-off value: I-stat 0.00 - 0.08. Beckman 0.00 - 0.03. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.